Manufacturer narrative:
Initial reporter address 2: (B)(6).

Event description:
(B)(6) study. It was reported gastric ulceration occurred. In (B)(6) 2020, the subject was enrolled into the (B)(6) study and the treatment with therasphere was performed on the same day. Type of therasphere infusion was in the left hepatic artery (irrespective of origin) (segments ii/iii/IV). 7 gbq was administered to the left liver through vial 1. In (B)(6) 2021, post treatment with therasphere, the subject experienced gastric pain and was hospitalized on the same day. An emergency gastroscopy was performed and presence of large gastric ulceration (ctcae grade 3) was noted. The condition was improved by treatment. The event was treated medically. At the time of event, the outcome of the event was not recovered. Four days later, the subject was discharged from hospital.